Event description:
On (B)(6) 2012, the patient was implanted with a monarc sling. It was reported that since the surgery the patient was unable to void and had been using a foley catheter or doing self cath to empty the bladder. The patient's retention did not resolve and on (B)(6) 2013 the patient had a revision surgery, according to the physician, the monarc sling has moved towards the bladder neck and thus had become tight, not allowing the patient to void. The sling was cut to relive the retention. While doing dissection, the urethra was opened, the sling was cut without difficulty, however, the urethral disruption forced a two layer repair and indwelling catheter was left in the patient for 7-10 days, allowing the urethra to safely heal.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.